Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the reported issue was confirmed and it was noted to be due to a faulty cable and kink/knot on the cable. It was also noted, the coupler was moving and making noises. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic procedure, the picture on the hd autoclavable camera head was going ¿in and out¿ and had lines on it. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the most likely cause of the issue was a faulty cable. However, the cause of the cable failure could not be determined. The instructions for use (IFU) addresses this issue: do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.